Event description:
The customer reported via phone call that she had a high blood glucose that went up to 415 mg/dl. Customer stated that her sets were becoming disconnected from the quick release. Customer stated that this is the second time in the past 2 years that the set would be loose and she would connect it. After the second time she changed the site, she kept the tubing but it happened again and her blood glucose went up to 415 mg/dl. Customer stated that it would be unattached a few hours later every time she connected it. Customer stated that her blood glucose has been between 300 and 40 mg/dl several times this weekend. Customer just tested her blood glucose at 340 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.